Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that a revision was necessary as the device was not working. When removing the device, a hole was found in the distal end of the valve opposite of the reservoir.